Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received a blank display. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
The insulin pump was monitored for several days with no blank display anomaly noted. The operating currents are normal. However, the pump was received with a corroded battery tube. The insulin pump has cracked case at the display window corner, reservoir tube lip and display window